Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer received weak signal. Customer reports that blood glucose was 48 mg/dl and sensor did not alert. During troubleshooting, it was found that customer was using an insulin pump that had moisture damage, even though a new pump was received. It was also found that customer was using an expired sensor. Customer declined troubleshooting for low blood glucose and expressed that nothing was wrong with insulin pump.